Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that prior to surgery the laser probe could not be inserted into the trocar cannula. The laser probe was exchanged and the new one did fit into the trocar. The surgery was then initiated and completed.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed signs of excess adhesive on the cannula-nitinol junction. When the sample was inserted through a 25 gauge trocar it became stuck, replicating the reported event. The 25 gauge illuminated flex curved laser probe was manufactured on february 21, 2018. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to ineffective removal of excess adhesive. The manufacturer internal reference number is: (B)(4).